Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up or inspection for an arthroscopy the sealing rings of the dyonics 25 day tube set were missing, so that all the flushing liquid rushed through and got directly into the system. There was a s+n back-up device. No delay was reported, and no patient injury or other complications were reported.

Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted that the cassette is missing two transducer membranes. Functional evaluation revealed that the device would leak fluids due to the missing transducer membranes. The complaint has been confirmed and the root cause has been associated with a manufacturing error. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the manufacturing process shows that an assembly step was not performed. A correction in the form of a complaint notification has been issued to manufacturing management to mitigate future recurrences.